Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic rotator cuff surgery in shoulder, the small distal tip of the hook of the accupass direct xl broke off while retracting the suture into the device. The tip was located in the joint arthroscopically and confirmed with fluoroscopy. A suction magnet was used to remove the tip. Suture was left secured to the patient via suture anchor. Surgery was resumed, after a non-significant surgical delay, with a back-up device instead. The patient is fine and doing well. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken tip was retrieved from the patient. The procedure was completed using a back-up device. It was communicated via e-mail that "the patient is fine and doing well on their post-operative course." Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.